Manufacturer narrative:
Occupation: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the interlock screwdriver was flagged as broken prior to surgical use. The screwdriver had not been reassembled prior to sterilization. Before the case, the scrub nurse reassembled the screwdriver. They noticed the tip was deformed and the instrument was unusable. It is unknown when the damage occurred. There is no further information available. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 1 of 1 for (B)(4).